Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t9-l4. Sometime post-op it was found that the rod was broken on the left side at t11. The patient underwent a revision surgery to replace the rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation however films were supplied for review which found: ap and lateral xrays are shown showing a complex construct for a t12 burst fracture which includes pedicle screws from t9 to l4. Screws are absent at t12 and l1. Residual kyphosis is noted at t12 with continued retropulsion of the posterior aspect of t12. In addition there is considerable ddd at l4/5 and a broken rod below the t11 screw on the left. Some loss of correction is evident from the angulation at the point of rod fracture.

Manufacturer narrative:
The rod was returned broken into three pieces, with the longest piece is cracked and it appears another fracture was imminent. Neither of the fractures had a surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. One fracture surface was smeared and did not provide much additional information. Examination of the other fracture surface identified a multimodal fracture, with initial region with evidence of progressive convex striations (beach marks) approximately ~30-60% respectively of the way through the cross-sectional area, followed by another region of increased material disruption, and a shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification.